Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing "withdrawal" symptoms which included severe spasms in his lower extremities and pruritus approximately four days prior. He was hospitalized; the pump rate was increased after the drug in the pump was replaced last week, but the symptoms have not improved. The patient previously had experienced the same symptoms prior to refill. The drug was replaced at the time and the patient improved. A catheter dye study was performed and was negative. A therapeutic bolus of 50 mcg was given without effect. The patient was taken to surgery in 2007 where the catheter was found to be disconnected from the pump and was "disintegrated". The patient was admitted to rehab following discharge from the hospital